Manufacturer narrative:
(B)(6).

Event description:
It was reported that device light started flickering and then blew. After a while wires started to burn or melt, smoke everywhere. No injuries were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.